Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that starting about 3 days ago, the patient¿s implant was no longer working; they did not feel stimulation and when they would stand up, they would just pee. It was noted that the patient was in a car accident on the first of the month and they were ¿pretty messed up.¿ troubleshooting was attempted, but the patient¿s programmer wasn¿t working, so it was not possible at the time. It was recommended that the patient follow up with their healthcare provider to determine if the accident affected their device, and that they call back to troubleshoot when the get their replacement programmer. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.